Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. Information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with near syncope and dizziness. Upon device interrogation, the right ventricular (rv) lead exhibited no capture at high output for bipolar and unipolar, high threshold trends, undefined impedance qualified as high, and noise on ventricular high rate episodes. It was noted that noise also occurred when the patient was moved to a different position. The rv lead was programmed off and the patient was transferred to another hospital. No further patient complications have been reported as a result of this event.